Event description:
During a laparoscopic oophorectomy the ez35w broke when it was fired on the ip ligament. No staples fired. A second stapler was used to complete the case. There was no consequence to the patient.